Event description:
It was reported by the affiliate that during a lar procedure, blade error (two devices). Competing products were used to complete the case. No patient consequence.

Manufacturer narrative:
The analysis results found that devices a and b were returned with the blades scratched and cracked. Due to the damage of the blades, it was confirmed that the devices were non-functional and an error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in craked or broken blades, which may be identified by generator solid tone or instrument error." Device b batch = c9c79e.